Event description:
The account stated that the brakes do not hold as they should.

Manufacturer narrative:
The technician found that the foot caster wheel was damaged allowing the wheel to move even though the brake was engaged. He replaced the caster wheel to repair the bed.